Event description:
A malfunction alarm identified as malf 9 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump and informed them that they could continue using it. The customer was advised to call back if the malfunction code reappeared, which did not occur after resetting.